Event description:
It was reported that post-paced t-wave oversensing (pptwos) was noted on a remote transmission. No intervention was performed at this time. The patient and device will be monitored. There were no adverse health consequences to the patient.